Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Sinus issues and nasal polyp issues. Md advised to discontinue use of soclean2 device. Their surgeon prescribed allergy shots.